Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision occurred with the driver being used. The reported issue was isolated to the driver in use. The site elected to continue the procedure without the driver. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.